Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient rep would try to connect to the patient's implanted neurostimulator and they would get an error code of 634 and it would tell them the battery was too low to do anything. Caller stated they'd tried numerous times to get the communicator to charge and it was just not charging. Caller said they had the correct cord plugged into a power source and stated they would see the green battery light flashing for a little bit when they first plugged it in and then the light would go out after a few moments. Patient services reviewed communicator function with the caller as well as the meaning of the 634 message, explaining that the message was not regarding the communicator battery but rather the implantable neurostimulator (ins)  battery level was to low for the therapy to be on so they needed to charge the patient's ins. The caller stated they didn't understand why the ins battery was low b ecause they would charge the patient's implant battery once a week and the patient was usually at 40% or 50% when they went to charge so they couldn't figure out why the ins battery had all of a sudden gone down to 0%. Caller said the issue began yesterday (2026-m ar-09) when the patient started having tremors again so they grabbed the communicator to try to adjust the patient's settings but they kept getting the 634 service code. Patient services reviewed with the caller that the therapy would be off until they could charge the ins battery up again and offered to walk the caller through starting a charging session with the ins however the caller declined and said they knew what to do as they did it every week. They stated they would charge the ins battery to completion and would and call back if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information indicating that the cause of the issue was determined to be that the battery drained before the normal time that had been established and added that they now check the battery a couple times a week. The patient confirmed that the issue was resolved.